Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the radial artery. The eccentric and denovo target lesion, with a bend between 45 and 90 degrees, was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion was predilated with a 2.5x15mm apex balloon and then a 3.00x38mm promus element stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the proximal edge of the stent was flared. Three promus element stents sizes, 3.0x38mm, 4.0x38mm and 4.0x16mm, were successfully implanted, overlapping in the lesion. The lesion was postdilated with a 4.0x8mm quantum apex balloon. The procedure was completed with no patient complications reported. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the radial artery. The eccentric and denovo target lesion, with a bend between 45 and 90 degrees, was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion was predilated with a 2.5x15mm apex balloon and then a 3.00x38mm promus element stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the proximal edge of the stent was flared. Three promus element stents sizes, 3.0x38mm, 4.0x38mm and 4.0x16mm, were successfully implanted, overlapping in the lesion. The lesion was postdilated with a 4.0x8mm quantum apex balloon. The procedure was completed with no patient complications reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device (B)(4) relates to component (B)(4). Device (B)(4) relates to component (B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Contrast media was present within the entire length of the lumen, therefore indicating that the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the dfu states "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guide catheter should be removed as a single unit". However, the complaint states that despite several attempts, this device failed to cross the lesion and resistance was encountered upon advancement. (B)(4).